Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 411 mg/dl. Before this value, the blood glucose value was 124 mg/dl. The caller also reported low battery alarm and power loss alarm on the insulin pump. No symptoms or treatment were reported for their blood levels. The insulin pump is not expected to be returned for analysis.